Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the right coronary artery (rca). The physician could not cross the lesion with a 2.25x20mm taxus liberte atom stent. The lesion was predilated with a 2.0x12mm quantum maverick and a non-bsc balloon. "The stent failed to cross the 1st rca to reach the distal rca lesion." It was noted that stent damage occurred, but details of the lesion are unk. The procedure was successfully completed with a non-bsc stent. No pt injuries or complications were reported. Pt condition listed as "fine".